Manufacturer narrative:
On may 17, 2024, mentor received the operative report for the patient, which indicated that the patient experienced bilateral nipple asymmetry, with both nipples being slightly low. The right nipple was reported to be lower than the left. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with 325cc mentor memorygel breast implants. Post-operatively, the patient underwent a breast revision surgery. It was discovered during surgery that the patient experienced bilateral rupture of her prostheses. As a result, the patient underwent removal and replacement with a left-sided 475cc mentor memorygel breast implant and a right-sided mentor memorygel breast implant on (B)(6) 2024. There were no patient consequences or procedural delays reported due to the ruptures discovered during the revision surgery. This report is for the right implant. Refer to manufacturing report number 1645337-2024-05344 for the contralateral event.

Manufacturer narrative:
Mentor evaluated a photo of the explanted device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).